Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
During drilling the inferior peripheral hole for the baseplate fixation: the drill bit broke off and has been left inside the patient.